Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('unexplained abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), eye swelling ("eye swelling"), insomnia ("insomnia"), restlessness ("restlessness"), arthralgia ("pain in hip") and inflammation ("inflammation"). Essure treatment was not changed. At the time of the report, the abdominal pain, allergy to metals, eye swelling, insomnia, restlessness, arthralgia and inflammation outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, eye swelling, inflammation, insomnia and restlessness to be related to essure. The reporter commented: plaintiff is using essure for more than 6 years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events added-insomnia, restlessness, pain in hip, inflammation reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('unexplained abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and eye swelling ("eye swelling"). At the time of the report, the allergy to metals and eye swelling outcome was unknown. The reporter considered abdominal pain, allergy to metals and eye swelling to be related to essure. The reporter commented: plaintiff is using essure for more than 6 years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: content from social media received. New event 'abdominal pain' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.